Event description:
It was reported the customer received a battery out limit alarm. The customer stated they had changed their battery five times, but their insulin pump would not respond to button press. The customer's blood glucose was 339 mg/dl. The customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.